Manufacturer narrative:
A boston scientific technical services consultant recommended bringing the patient in for further evaluation. The caller stated no further testing has been performed; however, a revision procedure is scheduled to be performed in the upcoming weeks at a different facility. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch (lss) was triggered for this system due to a pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel. Pacing impedance measurements in unipolar mode are stable. A review of the stored data identified noise and oversensing. Additionally, there is sporadic atrial pacing that is being inhibited due to the ventricular oversensing. No adverse patient effects were reported.

Manufacturer narrative:
A revision procedure was subsequently performed and this lead was removed from service and replaced. No additional adverse patient effects were reported. The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Visual inspection identified insulation damage and a fractured anode conductor coil. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region. Additionally, there is a possibility of an inclusion in a wire at the initiation site or an inclusion between core and casing.